Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise which triggered a ventricular tachycardia/ventricular fibrillation episode. All lead measurements were stable and in-range. The patient presented in clinic and the noise was not reproducible on (B)(6) 2018. A chest x-ray was performed on (B)(6) 2018 which noted dislodgement. No intervention was reported. The patient was stable throughout.